Event description:
It was reported that a femoral arterial line was being placed in the medical intensive care unit (micu). At which time, the spring wire guide (swg) became stuck and uncoiled as it was being removed. As a result, a vascular surgeon was notified. Additional information received on 11/4/2010 from the risk manager stated that they could not thread the swg, when they hit the vessel and met resistance. At which time, they tried removing the swg and it unraveled. Further information received from the risk mgr on 11/16/2010 confirmed, the retained piece of swg was just below the pt's skin and was not in a vessel. A vascular surgeon was able to remove the piece. There was no harm to the pt.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.